Event description:
In 2009, baxter turkey received a report from a nurse about a colleague single channel infusion pump used on a male that did not alarm air in line. On the same day, the user observed that although the medication was finished, the infusion pump did not stop functioning and continued to deliver air in the intravenous (IV) line and no alarm occurred. The pt's admission date is not known and he was discharged from the hospital the next day. On original date, the pt received oxygen as remedial treatment until that day. The medical history of pt is not available. Concomitant treatment includes drug infusion 100 cc isotonic sodium chloride with 115 mg (2,3 cc) klacid IV. An electrocardiogram (ECG), echocardiogram (echo), chest x-ray, and blood gas analysis were done, but laboratory data is not available. The pt is recovered. The healthcare professional believes the event is possibly related to the use of the device.

Manufacturer narrative:
In 2009, a baxter service rep tested the device and the problem was not confirmed or duplicated.